Event description:
An olympus representative reported to olympus on behalf of the customer that error e315 (non-compatible endoscope) on the evis lucera elite bronchovideoscope during reprocessing. The patient was not under anesthesia and there was no delay. The intended diagnostic gastroscope procedure was completed using another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: due to a pinhole on a-rubber, water tightness is lost, due to a pinhole on universal cord, water tightness is lost, the plug unit has corrosion, the bending cover was leaking, the light guide tube was leaking, the connecting tube, the image guide protector both has discoloration, the protector was worn, the electrical connector was rusty due to serious liquid intrusion, due to corrosion on the switch box, switch1, swith2 both do not work, and the plastic distal end cover was deformed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported 315 non-compatible scope error issue could not be determined, however, the issue was likely due to an observed leak at the bending section, resulting in an ingress of water into the device during device during user handling, causing an electrical component malfunction. The event can be detected/prevented by following the instructions for use (IFU) which states: important information ¿ please read before use: precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.